Event description:
The customer reported that the insulin pump alarmed motor error during the manual prime. Troubleshooting was performed, and the insulin pump did not pass the displacement test. Advised that the insulin pump would be replaced.

Manufacturer narrative:
The insulin pump had a motor error alarm during the rewind due to a corroded motor home switch.